Manufacturer narrative:
Field complaint of premature battery depletion was not confirmed. Analysis was normal. No anomaly was found. Longevity assessment was performed, total projected longevity is 1.54 years, and device was implanted for 3.24 years. Device exceeded the projected longevity and is considered normal.

Event description:
It was reported that the device showed signs of premature battery depletion. The device was explanted and replaced. The patient was stable.